Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the eyesight was severely impaired and experiencing blurry vision like looking through fog or some kind of haze. The patient needed glasses for intermediate and close-range vision. The night vision was very poor, cannot drive. The patient had a history of lasik 20 years ago. The eyesight was poor and severely near sighted with football shaped eyes. In 20 plus years the eyes were dry and was managed with prescription eye drops. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.